Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2011, explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have been having problems with their implant since a couple months ago. Patient stated one of their leads is turning off by itself so there will be no stimulation on the right side which is their 'worst side'. Pt stated the issue is fixed when they 'turn it back on'. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.